Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
A patient of unknown age and gender presented for a microwave ablation procedure of the liver. A 19cm solero applicator was used for treatment of the liver. The patient was placed under general anesthetic for the procedure. The solero applicator was tested per instructions for use prior to placement. (Passed; coolant 8 degrees) the applicator was inserted into the liver under CT guidance. During the initiation of the ablation, a non-functional with error code "coolant temp . >52oc" displayed on the generator screen. Repeated attempts were made to reset the applicator. The attempts were unsuccessful, therefore, it was determined to exchange the applicator for a new of the same. The procedure was successfully completed with the new applicator with no adverse patient impact. There was no adverse patient impact, as it was reported the delay in procedure was not greater than 30 minutes as expected for this procedure. The reported disposable device has been returned to the manufacturer for evaluation.